Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 months ago. The aortic neck was angulated in relation to the aneurysm which was saccular in shape. There was a bend in the iliac artery. It was reported that the iliac artery distal to the stent graft was found to have thrombosed for an unknown reason and the decision was made to bring the patient back for evaluation and treatment. After the patient was evaluated, the iliac artery distal to the stent graft was found bent and caused the occlusion. An aneurx iliac limb was used to reline that side of the stent graft from the flow divider down. This was followed by implant of a self expanding stent from another manufacturer which was implanted half in the iliac limb and half in bent area of the artery iliac artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation code, results: arterial and venous occlusion; angulated aortic neck and bent iliac artery. Evaluation codes, conclusion: angulated aortic neck and bent iliac artery. Required secondary intervention.